Event description:
It was reported that the user experienced a persistent occlusion alert on an ilet system using an inset infusion set, attempted to resume delivery four times without resolution, and then changed all infusion supplies, after which the alert cleared and glucose was reported to trend downward. Symptoms included hyperglycemia. Outcomes included no hospitalization and self-management at home. Investigation included user counseling on occlusion troubleshooting, instruction to change infusion set and related supplies, and confirmation of resolution after the supply change. Investigation of this case revealed an insulin delivery occlusion associated with the infusion set or related disposable components that resolved with replacement of supplies. It was concluded, based on previously established findings for similar reports, that the cause was likely a transient infusion set or line obstruction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.